Manufacturer narrative:
Batch review performed on 28 july 2021: lot 103356: (B)(4) items manufactured and released on 25-nov-2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. 7 years and 6 months after primary surgery the surgeon revised the tibial insert std fix s.3 / 14 mm with an insert u.c. 20mm s3. The surgery was completed successfully.